Event description:
It was reported that 20 plate tcbs//tcbs 100 ea had bacterial contamination. The following information was provided by the initial reporter: "according to the customer's report, bacterial growth was found in the media.".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The product expired on 2021-07-23. The defect was not confirmed because there is no picture and returned sample. Bd will continue to monitor for trend. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ tcbs agar, catalog number 221872 with 510k number exempt.

Event description:
It was reported that 20 plate tcbs//tcbs 100 ea had bacterial contamination. The following information was provided by the initial reporter: "according to the customer's report, bacterial growth was found in the media."